Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a rash under the garment where it hooks in the front and under the electrodes. There was no alleged device malfunction contributing to the irritation. Patient was advised to use a diaper rash cream and baby powder by a pharmacist. Follow up indicated that the irritation is improving.